Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023 h6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened q-syte unit with no product documentation to indicate reference or lot number. A non-bd 6ml slip luer syringe was also returned. Additionally, three photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit did not identify any damage to the components. The unit was functionally leak tested by flushing the unit with a luer lok syringe and the returned syringe. The unit leaked in both scenarios. A small tear in the column was present near the bottom disk. The tear had smooth edges and did not extend further up the column. Given the location and features of the tear, it is likely that the septum was torn during manufacturing. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per our quality control plan to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage from the septum. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the septum of q-syte. According to the customer's report, during one-shot administration, fluids leaked from the septum.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage from the septum. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the septum of q-syte. According to the customer's report, during one-shot administration, fluids leaked from the septum.